Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 413 mg/dl. Other blood glucose value mentioned was 213 mg/dl. Insulin pump had open book image, crack at the back. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Information related to event date and event was incorrect in summary narrative and updated summary provided with this report.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 413 mg/dl. Insulin pump had open book image on (B)(6) 2020 and crack was found at the back of the pump on (B)(6) 2020. The customer was not in auto mode at the time of the incident. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.

Manufacturer narrative:
Device received with critical pump error (open book) and unable to download, problem isolated to the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Pump received with cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, pillowing keypad overlay, serial number label fading and cracked select button keypad overlay.